Event description:
Investigation completed and summarized in h 10 additional information received by smiths medical on (B)(6)2021 via email attached in complaint object: no patient injury, updated date of event to (B)(6)2021.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 cassette not attached alarm was confirmed during testing and isolated to the downstream occlusion sensor. Physical condition revealed bubbled downstream occlusion seal. Action was taken to replace sensor and device then passed all functional testing. Additional information. Updated h 6 and b 3.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 cassette not attached alarm and event updated with reports of no patient injury .